Manufacturer narrative:
This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system is exhibiting an impedance measurement of 190 ohms. All other measurements are stable. The physician is going to continue to monitor this patient. No adverse patient effects were reported.